Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the patients blood glucose levels reached >250 mg/dl/